Event description:
A user facility reported they noticed at the end of a case that the serial number label became detached from the lma connector and was partially in the airway tube. There was no pt injury or problems. The device has been returned to lma north america and will be forwarded to the MFR for eval.